Event description:
It was reported that during a recanalization procedure, the device does not aspirate and found that the catheter head is detached. Reportedly, additional intervention required to remove the device. The procedure was completed with another device. The current patient status was unknown.

Manufacturer narrative:
The catalog number has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 03/2024).

Event description:
It was reported that during a recanalization procedure, the device does not aspirate and found that the catheter head is detached. It was further reported that the device was removed and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received and the reportability was reassessed as malfunction. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A catheter was investigated. The helix was broken at 29 cm distal. It can be confirmed that the helix was broken. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: b7, d4 (expiry date: 03/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.